Event description:
The parapac ventilator circuit was connected incorrectly to a patient with an endotracheal tube during transport resulting in the patient not being ventilated adequately. The exhalation valve was connected incorrectly to the ballard catheter which prevented the patient from receiving gas supply from the ventilator. Because the inlet and outlet of the exhalation valve can connect to the ballard catheter as well as the ventilator circuit, this led to the incorrect application.======================manufacturer response for ventilator circuitry, pneupac ventilator circuit pn- 122003. (Per site reporter)======================nothing as of yet.